Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer sometimes freezes at startup. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze at startup. It was noted that the hard drive was out of specification - electrical, the link electronic module (lem) printed circuit board (pcb) was out of specification - electrical, and the device fan was noisy - audible. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.